Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) year-old female consumer reported that she received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) injected all over her cheek area, side of mouth and temple in (B)(6) or (B)(6) 2011 along with hyaluronic acid [juvederm]. The consumer stated she was dissatisfied with the results. After the first treatment she saw nothing. Her doctor told her she needed three treatments and after the second treatment she would see results but she has not seen any. After her second treatment around easter, her face was completely swollen. It took three days to settle down. She had lot of bruising too and looked like a chipmunk. She had not seen the results she expecting. At the time of the report, the outcome was ongoing. No further relevant information reported.